Manufacturer narrative:
Investigation summary: sample evaluation: forty-nine 5ml syringes were received by bd canaan and confirmed to be from batch #7264700 (p/n 309632). The samples were visually evaluated. Forty one (41) of the syringes were packaged, 8 syringes were received loose. Out of these: 34 syringes were completely blank, while 15 syringes had some print near the barrel flange and barrel collar ends. DHR review for batch 7264700 (p/n 309632): manufacturing dates: 09/22/2017 to 09/23/2017. Batch quantity was (B)(4). Printer and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7264700 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: ¿ confirmed: bd canaan was able to confirm the customer's indicated failure. Investigation conclusion: root cause undetermined.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a bd syringe with bd precisionglide¿ needle were not marked before use. No injury or medical intervention.